Manufacturer narrative:
The device was not returned. The manufacturing and sterilization records were reviewed for all devices associated with this case and no nonconformities were found.

Event description:
It was reported to nevro that a trial patient acquired an infection and was admitted to the hospital. The patient underwent surgery to relieve fluid build-up. The leads were explanted and the patient was given IV antibiotics. Follow up report indicated that the patient had developed a seroma. It also indicated that the patient had recovered without sequelae.